Event description:
It was reported that during an unknown procedure, the clips did not come out of device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Bent floor, malformed clips. Evaluation summary: the analysis results for the er320 instrument confirmed that it was returned non-functional with the floor damaged. The instrument was cycled and fed 3 clips with gap and 3 scissor clips due to the floor condition. While no conclusion could be reached as to what have caused the found damage, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.